Manufacturer narrative:
(B)(4). The cassette was not returned and a device analysis could not be completed. Not priming the line completely before connecting is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line during initial drain. The hp was connected at the time of the event. During troubleshooting, it was noted that the hp had connected before the line was fully primed. The technical service representative (tsr) reviewed proper procedures with the hp and assisted the hp with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.